Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability ¿ additional . G3: date received by manufacturer - additional . H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional . H6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that the display device is not alerting at the proper threshold. Data was received but does not reflect the alleged device. Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display device is not alerting at the proper threshold. Data was received but does not reflect the alleged device. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An external visual inspection was performed and failed. Receiver charge and boot was performed and passed. A functional test was performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance was measured and passed. An internal visual inspection was performed and passed. Receiver try it test was performed and passed. The receiver log was downloaded and reviewed. The allegation was confirmed for audio issue due to delayed alerts. The probable cause was receiver dispatch error.

Manufacturer narrative:
(B)(4).